Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 18 mg/dl while wearing the pod for longer than 48 hours. The patient was unable to speak or move their limbs. It was reported that the patients blood glucose values were incorrect for their pod and continues glucose monitor as it had read 200 mg/dl but when checked my finger stick the patients blood glucose levels were as low as 18 mg/dl. The patient was treated by the paramedics with intravenous glucose and was taken to the hospital by ambulance. The patient was in the hospital for 3-5 days.